Event description:
Related manufacture reference number: 2017865-2022-48272. Related manufacture reference number: 2017865-2022-48273. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted pacemaker and right ventricular exhibited noise oversensing causing pacing inhibition and dizziness. It was also noted that the atrial lead exhibited high capture threshold. The pacing system was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found an external insulation abrasion breaching the outer insulation due to friction with the device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone. No other anomalies were identified.